Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the complaint history identified no similar incidents reported from this lot. All available information was investigated and the reported slda appears to be related to patient morphology/pathology (thicker anterior leaflet). Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing or labeling of the device.

Event description:
This is filed to report a single leaflet device attachment (slda). It was reported that on (B)(6) 2017, the patient, with grade 4 functional mitral regurgitation (mr), underwent a mitraclip procedure. It was noted that the atrium was small and the anterior mitral leaflet was slightly thicker than the posterior mitral leaflet; however, no issues were noted during steering. The first clip was deployed; however, approximately 5 minutes later, a slda was noted. A second clip was implanted lateral from the first clip and there was good mr reduction to grade 2. No additional information was provided.